Event description:
It was reported that the ilet displayed a persistent charge-needed message despite being placed on the charger for two hours, would not resolve after outlet and charger repositioning, and subsequently would not pair with the mobile app; the issue aligns with a battery-related device problem localized to the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.